Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to complete the pump air leak test; however, customer reported usually replacing their cartridge once a week. Customer was informed that cartridges filled with humalog insulin should be changed every 2 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 147 mg/dl.